Event description:
It was reported that an external fluid leak was observed during continuous renal replacement therapy with a prismaflex m100 set, described as "the flow problem was that the upper pump head was stuck in the pipe, causing backflow of liquid at the bottom". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.